Event description:
It was reported that the patient presented for an implant procedure. During the procedure, interrogation showed the patient's right ventricular (rv) lead had no r-waves, low sensing, exhibited high pacing impedance, and had an elevated capture threshold. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of low sensing, high pacing lead impedance, elevated capture threshold, and no r-waves were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead body. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. Impedance test was unable to performed due to condition of the lead as received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.